Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml lioresal at a dose of 225 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient was sent to a hospital from another hospital for a disconnected catheter at the pump. The x-rays were done at the other hospital. The hcp went to reconnect the catheter; however, it was connected and there was no fluid in the pocket. It was aspirated easily. An x-ray was done of the catheter tip thoracic and the image was saved per the hcp. The pump was filled with 2000 mcg/ml lioresal. The hcp decreased the dose by 75 percent questioning if perhaps at the last fill, the patient may have been filled with 500 mcg/ml, but programmed with 2000 mcg/ml. The patient had to stay the night as after the prime the old drug was still in the system 0.140 ml. The diagnostics performed were an x-ray done on an unknown date and a catheter aspiration in the operating room (or) during the case. The interventions/actions were stated as troubleshooting in the or and a visual inspection of the connections by the hcp. There were no environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved at the time of the report and the patient status was alive with no injury. The patient was also receiving 30 mg of baclofen every 8 hours. The patient weight was asked, but unknown. The patient¿s medical history included cerebral palsy. Additional information was received from a manufacturer representative on 2017-apr-05. When asked in pre-operative for the event date, the patient¿s mother stated a day or so after refill. They didn¿t know the date, but stated about two months ago. The hcp questioned the programming as the system was functioning with good flow on the catheter (aspirated easily) and the actual volume versus expected in the or when refilled was accurate as well. The representative did not know what programmer the clinic would have used as they had several. The case was scheduled as a catheter revision, but was not needed. The patient had symptoms of withdrawal including an increase in spasticity after the last fill per the patient¿s mother. Since it was less than 24 hours since the case, the representative was unsure if the issue was resolved. The hcp filled the pump and changed the daily dose. The hcp for the case was reaching out to the managing hcp after the case. Additional information was received on 2017-apr-07. The cause of the symptoms of withdrawal was not yet known. The hcp was still exploring. It was noted that the patient may be having new seizures and they were also managing constipation more aggressively. The withdrawal symptoms had not been resolved. It was noted that they returned the patient to an increased dose of 700 mcg/day and changed it to flex dosing. The hcp would follow closely. There were no further complications reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp). The date of the event was (B)(6) 2017. It was reported that the new catheter was not visible on x-ray and the previous models were easily seen. The plain film failed to show the catheter connection. The visibility of the catheter resulted in an impact to the patient. The patient experienced increased dystonia. The pump was surgically explored. Upon opening the skin, the catheter was noted to be attached.